Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a gradual rise in shocking impedance measurements which were now out of range. A boston scientific technical services consultant suspects mineralization or calcification on the lead. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited a gradual rise in shocking impedance measurements which were now out of range. A boston scientific technical services consultant suspects mineralization or calcification on the lead. Further information was received that this lead continued to exhibit high out of range shock impedance measurements as well as high, but still within range, pace impedance measurements. A 41j shock commanded shock was delivered and out of range measurements were obtained. The field representative stated a lead replacement was scheduled. According to medical records, this lead was surgically abandoned and replaced during a device changeout procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported.